Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer "went for a walk" to address the bg level.